Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarm 05s occurred and that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level was 200 mg/dl. Customer was unable to clear the alarms and reverted to manual injections for insulin therapy.